Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device's active blade broke. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. Visual inspection of the disposable device revealed that the dissector had a cracked waveguide. The waveguide broke during product evaluation. The waveguide cracked and the device stopped working. Investigation personnel performed functional testing on the returned hand piece using a test lab generator and battery. The assembled device returned a green light and a welcome tone, but immediately returned a red light emitting diode (led) indicator with an error tone (alarm activation) when the device was activated. This indicated that the device was not functional. The waveguide was inspected under magnification and the origin of the cracks was identified. Investigation personnel concluded that the titanium waveguide was in use when it cracked and may have come in contact with any of the following; hemostats, clips, staples, retractors, etc. During use. Device use after damage can cause the cracked waveguide to break off. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. Contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. The instructions for use (IFU) advises device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device's active blade broke. There were no piece of the active blade fell into patient's cavity. There was no patient injury.